Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery that is 90% stenosed. The patient present with severe angina and the vessel was prepped with a 1.0x8 semi compliant balloon. The 2.25x15mm xience alpine stent delivery system (sds) was deployed at 16 atmospheres; however, fluoroscopy after stenting revealed an edge dissection at the proximal end of the stent. The dissection was treated with another xience alpine. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.